Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned with the helix found partially extended and clogged with blood/ tissue. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy. Electrical testing was normal however an internal short was noted due to procedural damage to the inner insulation.

Event description:
It was reported that the patient's right ventricular (rv) was oversensing noise resulted in pacing inhibition. It was also reported that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.